Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on (B)(6) 2015. The patient's sensor was inserted on (B)(6) 2015. The patient did not report patient injury or medical intervention. It was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.